Event description:
It was reported that the left monitor on the 9800 system had dark images and the right monitor was out of adjustment. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord was repaired and the right monitor was adjusted during the svc call. The system was tested and found to be working as intended and put back into svc.